Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The customer was instructed to reset the pump to resolve the issue. It was also reported that the pump time was incorrect, cause was unknown. The customer's blood glucose level was 181 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.